Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline disconnect alarm appeared on the monitor while the driveline was still connected. Log files sent for review did not display any driveline disconnect events/alarms. The log captured only routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not able to be confirmed through this evaluation. The submitted log file contained approximately ~9 days of information (01oct2024 to 10oct2024 per timestamp). Throughout this timeframe, no driveline disconnect alarms were observed and the pump maintained a speed within the expected range without issue. Multiple attempts were made to obtain additional information regarding the cause of the alarm and the troubleshooting performed, but no response was received. To date, the heartmate 3 system controller (serial number: (B)(6) has not been returned to abbott for analysis. The root cause of the reported event was not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.